Event description:
It was reported the patient had a bilateral tmj replacement on (B)(6) 2008. The patient developed an infection and the doctor decided to remove the left side implants on (B)(6) 2010. The right side are still implanted.

Manufacturer narrative:
The device was returned and analyzed as part of the (B)(6) study. This is late information received from the (B)(6) study (B)(6), which was reported as expected to the (B)(6) program, but inadvertently not recognized as 803 reportable until after the close of the study. No mode of failure was identified for this device. Cause of failure: infection was documented as the reason for explantation. Event problem codes, contact office and phone #, date received by MFR, device evaluated by MFR?, and evaluation codes were updated based on the results of the clinical study explant analysis. Report one of two for the same event, reference 1032347-2011-00010-1.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Also see 1032347-2011-00010 as 2 devices were explanted from this patient.